Event description:
Complainant alleged that while attempting to defibrillate a (B)(6), male pt (age unknown), the device was unable to discharge. Complainant indicated that the clinician obtained another device to continue treating the pt. Please reference medwatch report 1220908-2013-01628 for the report with this defibrillator. Complainant indicated that the pt subsequently expired; however, it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.